Manufacturer narrative:
The account found the left side rail is missing the shoulder screw and the side rail latch is bent. The tech replaced the side rail latch and shoulder screw to resolve the issue.

Event description:
The account alleged the left side rail is not latching. No pt impact.